Event description:
It was reported that patient felt the device was itchy and protruding. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.